Event description:
Initiator reported that back to back tests performed on the patient's surestep meter using separate finger sticks were 0 and 20, but could not confirm whether the meter was set in mmol/l or mg/dl. No symptoms were reported. Reviewed importance of using solution and cleaning meter. Meter was replaced. There was no allegation of harm.